Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. E1 added the reporter phone number.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced a fall and ineffective therapy was observed and high impedances. Programming was able to restore therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced due to high impedances, thereby addressing the issue.